Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during initial implant procedure, right atrial lead was dislodged while removing the guide sheath from left ventricular lead. Lead repositioning was unsuccessful. A piece of tissue lodged in the helix was noted when the lead was removed. A new lead was implanted without any issue. Patient was stable throughout the procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.